Event description:
On (B)(6) 2013, an implant card was received for the patient's re-implant surgery, which took place on (B)(6) 2013. It was noted that there was high impedance. It is unknown when the high impedance was first observed and if the lead was replaced during surgery. The patient's programming history could not be reviewed, as there is no available data. Attempts are being made for more information; however, no additional relevant information has been received.